Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted lead. During product analysis a break was identified in the positive and the negative coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the coil end. Due to metal dissolution the fracture mechanism cannot be determined. Scanning electron microscopy images of the negative coil show that a stress-induced fracture (due to rotational forces) has occurred on the coil. Also, the negative coil shows what appears to be mechanical distortion (smoothed surfaces) in the vicinity of the broken end. The outer silicone tubing has a superficial opening at approximately 6.3 cm from boot. The outer silicone tubing is abraded open at approximately 24.6 cm from boot. Another abraded opening was identified at approximately 0.4 cm past the electrode bifurcation. The lead assembly has remnants of what appears to be dry body fluids inside the inner silicone tubing. Also, lead assembly has what appears to be moisture inside the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the mentioned discontinuity of both positive and negative quadfilar coils in the electrode region of the returned lead and the observed abraded opening of inner tubing near electrode bifurcation area and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
Additional information was received on (B)(6) 2012, when the explanted generator and lead were returned for product analysis. Product analysis on the generator was completed on (B)(6) 2012. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of the programming history from the generator (decoder spreadsheet) revealed that the impedance value went from 7534ohms to 9474 ohms on (B)(6) 2012; both of which are high impedance values. Product analysis on the lead is still underway and has not yet been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012 clinic notes were received through case management. Review of the clinic notes dated (B)(6) 2012 revealed that the patient has high impedance. The patient was experiencing an increase in seizures, anywhere from 2-4 seizures a day. The patient was scheduled for emu admission in february but didn't show. The patient did not think that her vns was working and upon interrogation it showed high impedance. The patient was previously programmed to output=0.75ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=1ma/magnet pulse width=500usec/magnet on time=60sec on (B)(6) 2011 but was disabled on (B)(6) 2012 due to the high impedance. The system diagnostics test performed on (B)(6) 2012 showed results of output=low/current delivered=0.25ma/lead impedance=high/impedance value=9473ohms/ifi=no. The clinic notes also state that the patient has chronic obstructive pulmonary disease. The patient was referred to a surgeon due to the high impedance and her keppra medication was increased. The physician further stated that due to the patient's recurrent daily seizures, they will get monitoring, however it may have been worsened by her vns not working. The physician later reported that there was no recollection of trauma to the area that could have caused or contributed to the high impedance. Seizures have increased above pre-vns levels which the physician attributes to the high impedance. X-rays were taken but the physician stated they will not be sent to the manufacturer for review. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6), 2012 when it was discovered that the patient underwent full revision surgery that day. The lead was replaced due to high impedance and the generator was replaced for prophylactic reasons. Attempts have been made for the return of the explanted products but they have not been returned to date.

Manufacturer narrative:
Date of event; corrected data: additional information was received which changes the event date reported on initial report.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.